Event description:
It was reported that the customer received a failed self test alarm. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump alarm failed self test and lost sensor alarm due to faulty connector on remote frequency board. Pump received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. (B)(4).